Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: tna3 the following information was provided by the initial reporter: " problem (B)(4) - instrument max clinical using the tna3 kit target n1 still negative target n2 always positive. "

Manufacturer narrative:
H6: investigation summary a "correlation/repro/discrepant result' complaint was reported against the bd max instrument catalog number 441916, serial number (B)(6). Customer reported that when using tna3 kit, they consistently receive n2 positive and n1 negative. Field service was not dispatched. Application team determined that issue stems from a contaminated pipette from the customer's preliminary work. Complaint is unconfirmed. Root cause is due to workflow error. No parts were returned to bd for investigation. The investigation consisted of a review of the instrument device history record from manufacturing, the instrument installation and service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. Assays used: tna3 the following information was provided by the initial reporter: " problem 441916 - instrument max clinical using the tna3 kit".